Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 3005334138-2020-00439. During an epicardial and endocardial ventricular tachycardia ablation procedure, a pericardial effusion was noted. The patient became hypotensive and ice confirmed an effusion. A pericardiocentesis was performed and the patient was transferred to surgery to stabilize the patient. There were no performance issues with any abbott devices.